Event description:
Vague report was received from affiliate stating that fast flow occurred during patient use. Infusion was complete 48 hours earlier than expected. There was no report of patient injury or medical intervention being required. Device contained unknown concentration of 5fu, unknown diluent, for a total fill volume of 252ml.